Manufacturer narrative:
Device analysis report attached. This report is submitted on march 05, 2024.

Manufacturer narrative:
This report is submitted on november 09, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site, exposing the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) to clear infection; however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022 (specific date not reported). There are no plans to reimplant the patient with another cochlear device as of the date of this report.